Event description:
It was reported that during use of the oxylog 2000 emergency ventilator on a pt a problem occurred. Cracks on the cover of the external expiratory valve were discovered. It was also reported that sometime after this occurrence the pt died.